Manufacturer narrative:
No patient information provided.

Event description:
Caller states that during a correlation study, the following coaguchek/lab results were obtained: patient 1: 5.6 inr/3.6 inr. Patient 2: >8.0 inr/6.1 inr. Patient 3: 5.5 inr/3.8 inr. Patient 4: 4.3 inr/3.2 inr. Patient 5: 7.0 inr/4.87 inr. Patient 6: 4.9 inr/3.5 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.